Event description:
Customer states: "this stent was put in, in march, the dr went in the last week to remove and only half of the stent came out. The dr had to finally go in and retrieve the other half using a rat tooth forcep and a long ureteroscope. This was all done in the same procedure. Two pieces retrieved noting one of the pieces to be cracked. Patient is fine. Not sure if the pt had any type of treatments or medications."

Manufacturer narrative:
A proper evaluation cannot be performed at this time, due to the product not being returned. Customer has been contacted and going to send product back for evaluation as soon as their evaluation is completed. This product is no longer being produced, due to low sales, therefore product verification cannot be performed. An update will be sent as soon as possible after our eval has taken place.